Event description:
It was reported to the manufacturer by the facility (fairview at redstone village), per the facility the resident had lowered the bed to its lowest position and had swung her legs off the bed. She started to raise the bed to assist her with standing up. She heard a loud popping sound and the bed fell 12-15 inches to the original lowest position. The resident was jolted/jarred. The resident was sent to the emergency room for evaluation. The resident has no injuries. Complaint# (B)(4) was entered into our system to return the bed to joerns arlington for investigation. As of this writing, the bed has not been returned to joerns.